Event description:
Procedure type: according to the reporter: surgeon was using the disposable bladeless 5 mm (short) port his first secondary port. The dr was placing the trocar through a previous caesarean scar on the pt. After entering the abdominal cavity, and pulling the trocar out, he noticed that the bladeless fins were bent after more careful examination we noticed that one side of the dilating shield had broken off we found the broken piece in the abdominal layers close to the sub cut tissue and skin. The piece was retrieved with small graspers, the size of the incision was not increased. There was no add'l bleeding and the operating room time was not extended over 30 minutes. A new device was used to complete the case. A new instrument was used to complete the procedure. No pt injury was reported. Current pt status is fine, normal recovery post op.

Manufacturer narrative:
(B)(4).